Event description:
It was reported the patient called complaining of problems with the defibrillator, their right arm and jumps in their heart. No results following up with their physician. The system remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.